Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the pt experienced cardiac arrest and subsequently expired two days later. It was reported that the death occurred due to exposure of the products administered for dialysis.